Manufacturer narrative:
Patient medications include; metformin, aspirin, enalapril, lipitor, prilosec and toprol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a 5.5 cm. Infrarenal abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that a contralateral leg component was advanced into position and deployed with no issue. Angiography reportedly showed the leading olive and polyimide guidewire had broken off of the delivery catheter and remained in the patient. It was reported the contralateral leg component was not advanced outside of the sheath, and there was no noted resistance advancing or withdrawing the device. The detached olive and polyimide wire were snared and removed from the patient. The procedure was concluded with no further issues. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure. Reportedly, the cause of the leading olive/polyimide wire separation is unknown.

Manufacturer narrative:
Evaluation summary-the returned delivery catheter for the contralateral leg component was returned to gore for evaluation. The device evaluation showed that the polyimide guidewire lumen had detached at the leading end of the trailing olive junction. It appeared that the detachment was due to the lack of bonding between the polyimide guidewire lumen and trailing olive. Further, a kink in polyimide guidewire lumen was observed at approximately 1cm from the detached end. During the investigation it was noted the detached end of the polyimide guidewire lumen at the end of the trailing olive exhibited two notches. These two notches indicated that there was an interaction with the leading end of the introducer sheath while withdrawing the delivery catheter. The root cause for the lack of bonding between the polyimide guidewire lumen and trailing olive could not be determined based on the currently available information. Based on the available information and evaluation of the returned portion of the product, the root cause for the polyimide detachment could not be determined at this time. The root cause of the event could not be determined with the provided information.